Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single plate lens. Haptic tore off during insertion into the eye. The lens was removed with no enlarged incision and no suture. No pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Eval, method (other): lens work order search. Results (other): visual inspection of the returned product found optic is torn. Piece of optic and haptic torn off and missing. Lens returned in vial and in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).